Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 250 ml heparin infusion was started by the night nurse at 1201am on (B)(6) 2017. No bolus was given, and the rate was checked at the bedside by the day nurse and verified as correct at 15.6 ml/hr or 1560 units/hr. At 0807 the ptt level was greater than 212. The drip was held as per protocol but the day shift nurse realized that the volume in the bag did not match the volume to be infused per the pump. The expected infused volume was 128 ml and the volume in the bag should have been approximately 122 ml, but the volume in the bag was less than 50 ml, leading the nurse to believe that the high ptt level was a result of a pump error.

Event description:
The customer reported that a 250 ml heparin infusion was started by the night nurse at 1201am on (B)(6) 2017. No bolus was given, and the rate was checked at the bedside by the day nurse and verified as correct at 15.6 ml/hr or 1560 units/hr. At 0807 the ptt level was greater than 212. The drip was held as per protocol but the day shift nurse realized that the volume in the bag did not match the volume to be infused per the pump. The expected infused volume was 128 ml and the volume in the bag should have been approximately 122 ml, but the volume in the bag was less than 50 ml, leading the nurse to believe that the high ptt level was a result of a pump error.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.